Event description:
Repair request initiated for device with the report of detachment of component. It was reported there was no patient involvement. The repair request was escalated to a product event due to the return of the part in less than 90 days from the purchase or repair.

Manufacturer narrative:
H3: evaluation determined that collet retaining ring is broken. The likely cause of the failure is identified as worn bearing. It was also noted that wave spring is deformed, laser markings are faded and d-ring is stuck and can't be turned into the lock. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.